Event description:
(B)(6) fire department received a 911 call at 10:40 am for (B)(6)male patient that was experiencing cardiac arrest due to his heart disease. Patient weighed about (B)(6). The incident occurred at the patient's residence and was witnessed by the patient's wife at 10:40. Bystander CPR was performed from 10:45 am to 10:59 am following the instruction given by the emergency control center. At 10:59 am the emergency responding team arrived and when they tried to deploy the autopulse platform at 11:00 am, the customer could not fully extended the lifeband. Multiple attempts were made to restart the platform, however, same issue persisted. The customer then reverted to manual CPR. The patient was transported by emergency vehicle while manual CPR was performed for about 27 minutes and transferred onto a medical helicopter. Rosc (return of spontaneous circulation) was not achieved. Customer does not attribute the patient's death to the use of the autopulse platform.

Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint for the lifeband not being fully extended was not confirmed during the initial functional testing. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. The platform is working as intended for use. No parts were replaced to remedy the reported complaint. No physical damage was noted during visual inspection. The platform passed the initial functional testing without any fault or error. Load cell characterization was performed and both cell modules are functioning with specification. The platform has passed both the run-in and final functional testing. Medical safety assessment result: the platform passed the initial functional testing without any fault or error. Load cell characterization was performed and both cell modules are functioning with specification. The platform has passed both the run-in and final functional testing. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. When the device does not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, manual CPR was performed for 19 minutes before autopulse was deployed. Autopulse was not started after multiple attempts and did not provide any compression. The customer reverted to manual CPR for another 27 minutes. Rosc (return of spontaneous circulation) was not achieved via manual compression. Deployment and restarting the device is quick by trained users, and is similar to the time necessary for rescuer rotation. The short interruption was not likely to negatively impact patient outcome. The cause of patient's death was likely to be cardiac arrest. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). In this event, death is attributed to ohca. Death is an expected outcome for ohca.